Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine cutting balloon monorail was selected for use. During the procedure, the balloon ruptured. No patient injury was reported.